Event description:
It was reported that insulation anomaly and noise was observed. The lead was explanted. The patients is doing fine.

Manufacturer narrative:
(B)(4). External insulation abrasions were noted at 5.5-5.6cm and 7.5-8.0cm from the connector pin, consistent with lead friction to the ICD can. The inner coil was exposed at these locations. This is consistent with the observation of noise from the field.